Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophageal sphincter during a balloon dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was able to be inflated; however, the balloon popped before reaching 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.